Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not removing the air from the cartridge and using u-500 insulin. Tandem clinical support informed customer that not removing the cartridge air, and using u-500 insulin, is off label per the user guide. Additionally, it was reported that air bubbles were observed in the t:lock tubing. Customer resumed insulin therapy on the pump. Customer's blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.